Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed during use. Manual compression was used to achieve hemostasis. There was no reported patient injury. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The button could not be depressed at all. The indicator window showed solid black, and no red color was observed during retraction. Attempts to deploy the plug were unsuccessful, and the entire device was withdrawn. The device was not deployed outside of the patient. The patient underwent cerebral angiography via right femoral artery puncture, and the closure device was used for puncture site closure. The operator was trained, and the device was stored and prepared according to instructions. The procedure used a retrograde approach. There were no visible signs of device or packaging damage. The femoral artery¿s suitability, including insertion angle and vessel diameter =5mm, was confirmed by angiography. No calcium, plaque, stent, or significant stenosis (>50%) was present at or near the puncture site. The site had not been previously closed within 30 days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to use. One non-sterile 5f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was not locked. The plug was found in its manufactured position, and the indicator wire was fully deployed, where no abnormal conditions were observed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. Since the guard was received not locked, an attempt to lock it was performed and was successful to proceed with the test. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. Additionally, the indicator window black/white/red position was obtained as expected, and no anomalies were perceived during this evaluation. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed during use. Manual compression was used to achieve hemostasis. There was no reported patient injury. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The button could not be depressed at all. The indicator window showed solid black, and no red color was observed during retraction. Attempts to deploy the plug were unsuccessful, and the entire device was withdrawn. The device was not deployed outside of the patient. The patient underwent cerebral angiography via right femoral artery puncture, and the closure device was used for puncture site closure. The operator was trained, and the device was stored and prepared according to instructions. The procedure used a retrograde approach. There were no visible signs of device or packaging damage. The femoral artery¿s suitability, including insertion angle and vessel diameter = 5mm, was confirmed by angiography. No calcium, plaque, stent, or significant stenosis (>50%) was present at or near the puncture site. The site had not been previously closed within 30 days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to use. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.